Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and low blood glucose level of 46 mg/dl. The customer¿s blood glucose level at the time was unknown. The customer had treated with pump to bring his blood glucose down. The customer stated that her blood glucose dropped and she ate a candy bar and that brought her high and she was correcting for that. She treated with the pump. Customer declined to troubleshoot for low readings. The customer stated there was a lot of blood when she inserted the sensor and received change sensor. Troubleshoot was performed for bent cannula, a change sensor alert. Calibration not accepted and site issues - blood at site. The product was not returned for analysis.